Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 alarm (air in set) found on the home choice (hc) device during dwell 7 of 7. The home patient (hp) was connected to the hc. The baxter technical representative (tsr) had the hp close all clamps and transfer set, cycled power off and on to get se 2367. The hp cycled power off and on and got "press go to start" prompt. The tsr explained the alarms. The hp will do manual exchange later for the last fill. The tsr advised the hp to discard all supplies and inform the registered nurse(rn) regarding the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.